Event description:
It was reported that the user announced a larger-than-usual breakfast on the ilet and then consumed only part of the meal, which led to a severe low glucose followed by self-treatment with glucose tablets and snacks that resulted in a subsequent high glucose; a caregiver later performed a correction, and the products involved were the ilet and oral glucose. Symptoms included hypoglycemia with shaking/tremors and sleepiness, and subsequent hyperglycemia. Outcomes included an urgent low glucose and a low glucose event, with no lasting health consequences reported. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.